Manufacturer narrative:
Patient weight was not provided. The referenced replacement of the external portion/distal end of the driveline was reported under medwatch MFR report # 2916596-2016-00407. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 3 months. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. On (B)(6) 2016, the patient presented to the emergency room due to experiencing low speed advisory and low flow alarms during the night while connected to the power module. The patient was asymptomatic. It was reported that the patient was connected to a grounded power module patient cable at the time of the event. No alarms occurred while the patient was connected to battery power. The patient's system controller log file data was submitted to the manufacturer's technical services department for analysis. A replacement of the external portion of the percutaneous lead (lead) had previously been performed and the patient has a known history of a suspected issue with the internal portion of the lead. Submitted x-rays of the internal portion of the patient's lead were reviewed by the manufacturer's technical services representative and displayed a possible thinning of the braided shield and a small bend was noted in the lead internally. X-rays of the external portion of the lead were unremarkable. An issue with the percutaneous lead internal to the patient was suspected and the pump was subsequently exchanged on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of low speed and low flow alarms was confirmed based on the evaluation of the submitted log file and the evaluation of the returned pump confirmed the report of low speed alarms. Although the report of low flow alarms was confirmed based on the submitted log file, a specific cause for the report of low flow alarms could not be determined. The pump was returned with the percutaneous lead (lead) cut approximately 10 inches from the pump housing and the remainder of the lead was returned in one segment measuring approximately 36 inches. Electrical continuity testing of both lead segments in their returned condition found all wires were electrically intact. The previous percutaneous lead repair site was present on the lead and was found to be unremarkable. Examination of the 10 inch lead segment revealed breakdown of the braided shield approximately 7 inches to 10 inches from the pump housing. Removal of the clear bionate and braided shield layers revealed breaches in the red, brown, black, and green wires, exposing the inner conductors approximately 7 inches to 8 inches from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The system operates on a three phase motor, where each phase is powered by two redundant wires. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground could have caused the low speed events recorded in the submitted log file. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. Examination of the remaining lead segment found no area of compromised wire insulation. Examination of the pump¿s blood-contacting surfaces revealed no deposition or thrombus formation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.